Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted approximately three days post implant. There was an increase in impedance and possible micro perforation. Another rv lead was successfully placed. No additional adverse patient effects were reported.